Event description:
Consumer reports that the suture broke during a planned removal five days following cyst excision on the neck. The fragment remains in-situ as initially implanted. No adverse events were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.